Event description:
Reportedly, the device repeatedly prompted connect electrodes and an analysis of patient ECG could not be performed as a result. An ambulance crew arrived on scene after a brief period of time and connected their manual defibrillator to the patient. The patient was diagnosed at this time with an unspecified but non-shockable arrhythmia. Patient outcome was not reported, but the facility indicated patient outcome was not affected, due to the ready use of the manual defibrillator.